Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient had fallen a couple of times in the past but was not exactly sure when. The patient was receiving good stimulation. The impedance was checked on electrode 0 and was over 10 ,000 ohms. It was noted that the patient's current programming did not utilize this electrode and the high impedance was not affecting the patient therapy. No symptoms or complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the falls were not related to the high impedance. No steps were taken to resolve the issue as it was not affecting therapy. No symptoms or complications were reported.